Event description:
It was reported that the pump's touch screen was cracked, unresponsive and unreadable. The customer¿s blood glucose level was not adversely impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.